Manufacturer narrative:
The reporter stated, "the haptics are oriented in the opposite direction as the design of the lens calls for. It was noticed when the surgeon (dr. (B)(6)) was loading the lens". A back up lens was later implanted. Corrected data: claim# (B)(4).

Manufacturer narrative:
No similar complaints types events were reported for units within the same lot. Lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. (B)(4).

Event description:
The reporter indicated that a micl12.6, -6.0 diopter, implantable collamer lens was defective. There was no patient contact.

Manufacturer narrative:
(B)(4)